Event description:
It was reported that the right ventricular lead had low impedances, a lead warning, and increased thresholds. It was further reported that the lead stopped functioning all together. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed low ventricular impedance/resistance and impedance below 150 ohms for the entirety of the lead diagnostic trend data.